Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number ((B)(4)) as documented in the repair reports in livelink. On 17 april 2019, it was reported that screws on the device were possibly loose. The customer returned an air dermatome device, serial number ((B)(4)), for evaluation. Product review of the air dermatome by zimmer biomet surgical on 23 april 2019 revealed that the device calibration and rpm¿s were in specification, however, the torque on the vespel bearings was 0 and the control bar was loose. The vespel and semi-circle bearings were replaced, as well as the thickness control lever and ball detent. The device was then tested and calibrated to specifications. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the control bar to be loose. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that air dermatome screws were possibly loose and this led to deep cut to the patient's wound and the graft was thicker than expected, graft was taken from patient thigh. The event occurred during the surgical procedure. An additional graft was harvested for use. There was no delay. Another device was used to complete the surgery. No additional consequences were reported.